Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. In summary, there was no sign of a material or manufacturing problem.